Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was having trouble holding and taking a charge. Patient clarified statement and stated they were not having trouble holding a charge but were having difficulties finding the sweet spot to get good coupling. Patient stated it has always been difficult to get good coupling since she's had the device. Patient stated that the device is in an awkward position in her lower back and stated she lost a lot of weight, about 30-35 lbs over the years. Troubleshooting did not occur due to lack of access to product. No further complications were reported or anticipated.